Manufacturer narrative:
An internal biomérieux investigation was performed due to incorrect identification results for (B)(4) to include: * several low discrimination results (which are not considered misidentifications since the user is required to do additional testing in case of low discrimination results). * abiotrophia defectiva (accession ID: cqbouillonaer-1, "reprise bouillon" spot j4/ slide (B)(6)) * brevibacillus spp (accession ID: cqbouillonaer-1, "reprise bouillon", spot f2/ slide (B)(6)) * brevibacillus spp (accession ID: cqe1-1, "reprise bouillon", spot j4/ slide (B)(6)) expected results: facklamia languida (which is not in the vitek ms knowledge base (kb) v2.0) investigation conclusion: the external quality control strain was tested in house and the customer misidentification was not reproduced. - the expected result (facklamia languida) was confirmed by 16s sequencing. - the strain was tested on vitek® ms v2 (kb v2.0) and v3 (kb v3.0) and the intended result "noid" was obtained for all tests. Vitek® ms worked as expected as facklamia languida is not in the vitek® ms database v2.0 (version used by the customer) and is also not included in next vitek ms knowledge base. It is not possible to determine the root cause of the misidentification obtained by the customer due to unavailability of mzml files. This is the first complaint recorded for a misidentification of facklamia languida.

Event description:
A customer in (B)(6) contacted biomerieux to report a misidentification of facklamia languida in association with the vitek ms instrument. The customer reported testing the facklamia languida several times with results of brevibacillus sp., aerococcus urinae, and staphylococcus haemoliticus . The customer repeated testing with the vitek 2 anc card which identified kocuria rosea and low discrimination. There is no indication or report from the hospital or treating physician to biomerieux that the discrepant result led to any adverse event related to the patient's state of health. Instrument data, fine tuning files and the culture protocols were requested from the customer. An investigation has been initiated.